Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the products met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the handle of the 120 cm. Smart flex 6 x 150 biliary stent delivery system (sds/complaint product #1) came apart from the sheath during attempted deployment inside the patient. During the attempted deployment, the sheath came apart from the stent handle. Then, the physician tried to remove the system and the stent just deployed inside the patient above the target lesion in the superficial femoral artery (sfa). Another 120 cm. Smart flex 6 x 150 biliary stent delivery system (sds/same lot number/complaint product #2) failed to cross the target lesion. There was no reported patient injury. Complaint product #1 is being returned for inspection and complaint product #2 is not being returned. A non-cordis product was used to complete the procedure successfully. Additional information received regarding complaint product #1 indicated that there was no reported difficulty advancing the sds towards the target lesion. There was no reported difficulty crossing the target lesion. The intended target lesion was the popliteal artery. No target lesion characteristic information was provided. No patient information was provided. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. No additional information is available.

Manufacturer narrative:
During a popliteal artery stenting procedure, the handle of the 120 cm smart flex 6 x 150 biliary stent delivery system (sds) (complaint product #1) came apart from the sheath during attempted deployment inside the patient. When the physician removed the system the stent deployed inside the patient above the target lesion in the superficial femoral artery (sfa). Another 120 cm smart flex 6 x 150 biliary stent delivery system (sds) (complaint product #2) failed to cross the target lesion. A non-cordis product was used to complete the procedure successfully. There was no reported difficulty advancing ¿complaint product #1¿ towards the target lesion. There was no reported difficulty crossing the target lesion. The intended target lesion is the popliteal artery. No target lesion characteristic information was provided. No patient information was provided. The product was stored properly per the instructions for use (IFU). There was no damage noted to the device packages upon inspection prior to use. There was no reported difficulty removing the devices from the packaging. The products were inspected prior to use and appeared to be normal. The products were prepped properly per the IFU with no problems noted during preparation. No additional information was reported. 2018-00034853-1 the device was returned for analysis. Per visual inspection, the device was received coiled in a plastic bag, the length of the catheter was inspected; no stent was present in the outer sheath, which is consistent with the event details, and a kink in the outer sheath was identified at the distal end of the stainless-steel pusher shaft. This kink, assumed to be a result of return shipping, caused the guidewire lumen tubing to become brittle and separate at the kinked location. The bond between the outer sheath and female luer was found separated and the luer hub was able to move freely along the pusher shaft with the tuohy borst valve opened. Upon inspection of the bond region, cured uv adhesive was found attached to the exterior of the outer sheath tubing, indicating a previously secured bond. Additionally, necking of the outer sheath tubing is visible near the female luer bond region, this indicates that the bond between the female luer and outer sheath held at least the force required to neck the outer sheath tubing. The length of the delivery system, including the proximal luer, hemostasis valve/female luer hub, and useable catheter length, was inspected, no further issues were found. Visual inspection of the returned device does not indicate a manufacturing cause for the reported event. A product history record (phr) review of lot 42221 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿outer sheath-separated - in patient¿ was confirmed during analysis. The exact cause of the event could not be conclusively determined. However, it does not appear to be manufacturing related as evidenced by the necking of the outer sheath tubing which indicates that the bond between the female luer and outer sheath held at least the force required to neck the outer sheath tubing prior to separation. Procedural and handling factors as well as off-label use may have contributed to the reported events. The reported ¿stent delivery system (sds)- ses-deployment difficulty - inaccurate placement¿ could not be confirmed due to the nature of the complaint and no procedural films were returned for review. Per the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of this device for use in the vascular system have not been established. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to the stent or lumen. If resistance occurs during movement through the sheath, carefully withdraw the stent system. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ ¿potential hazards and side effects include but are not limited to: intervention due to: stent migration, unintentional placement of stent, partial stent deployment, stretched and/or damaged stents.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.